Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, issues with unfolding of the haptics. The lens remained in the eye. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The complainant indicates the use of viscoelasticum 2% as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The root cause for the reported complaint could not be determined. No product was returned for analysis. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Close adherence to the IFU(instructions for use) provides the best opportunity for optimal delivery. Possible associated factors may also include: ¿excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. ¿use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. ¿if the operating room temperature is too high ( 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).